Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the programmer displayed errors after starting up and a black screen. (B)(4).

Event description:
It was reported that the programmer could not enter the work interface after starting up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for repair. This analysis confirmed the reported event. As a result the link electronic module (lem) circuit board was replaced and recalibrated. The hard drive was configured and software was reloaded and updated. It was also noted that the upper case was contaminated, the power supply was noisy and contaminated, the keyboard was pulling apart at the right hinge, and the programmer was returned with an outdated stylus.